Manufacturer narrative:
E1: patient city: (B)(6). Patient country: austria.

Event description:
Reference number (B)(4). Event occurred in austria. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was anomaly at arm. The infusion set was in use for 24 hours. No further information available.